Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the failure to detect an upstream occlusion, which was reproduced. The device did not detect an upstream occlusion during the 10 and 40ml/hr testing. The cause of the undetected upstream occlusion was that the door hook shims were removed from under the door hooks while in the field. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The door shims were replaced to correct the condition.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during device investigation testing. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The initial report was reported in error. The device was able to be repaired and returned to the customer. The statement "this unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable" is incorrect.